Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Following an ablation procedure, the patient had iatrogenic left bundle branch block. No intervention was necessary, the patient was monitored and discharged with no further issues.